Event description:
It was reported that this patient presented to the hospital due to beeping tones from this implantable device. Initial device data review revealed low, out-of-range pacing impedance measurements (<200 ohms) from the right ventricular (rv) lead. Boston scientific technical services was contacted and confirmed this impedance measurement could result in the device beeping and the patient was enrolled in remote monitoring. The real-time electrocardiogram also revealed noisy signals from the rv lead. Technical services recommended further rv lead troubleshooting and diagnostic imaging was recommended to evaluate system placement and integrity. At this time, the system remains implanted and no additional adverse effects were reported. The rv lead is not a boston scientific product.